Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. No abnormalities were identified during internal/external inspections. Rite (returned instrument test evaluation) electrical testing was conducted and the passed. The device passed temperature verification testing. The pneumatic system was tested and no leaks were identified and all pressures were found to be correct and stable. The device failed rite functional testing as fluid was transferred above specification limits. Test piston foam was installed and the device was able to pass the volumetric accuracy testing. The removed piston foam was inspected and revealed that the piston foam was deteriorated. A device history record review was completed and no issues related to the discovered condition were noted during the manufacture of this device. The cause of the issue was determined to be the deteriorated piston foam. The piston foam was scrapped, and the device was sent for servicing. A CAPA event has been initiated to investigate the issue. Should additional relevant information become available, a supplemental report will be submitted.